Event description:
Customer reported device =514 mg/dl. Customer called doctor and he advised them to go the e.r. (ER). Hosp tested customer's strips and the result =420 mg/dl and their device =144 mg/dl. Lab=60 mg/dl. Customer was given orange juice and graham cracked. Customer's medication was increased. No controls were used. A request was made for return product and replacement product sent.